Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the root cause of the malfunction is traced to component failure. Because coupler unit is worn out, there is a lack of image on the monitor should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited lack of image on the monitor. There was no patient involvement.